Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.

Event description:
Biomed is requesting an event log review to determine user programming. Reporting an infusion of oxytocin was programmed for 2 milliunit/hr. The user increased the dose to 4 milliunit/hr but 15 minutes later, noted the infusion was running at 24 milliunit/hr instead of the intended 4 milliunit/hr. No pt harm or medical intervention reported. The customer did not provide any additional pt or event details.